Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic polypectomy procedure using the generator, there was initially no output observed, followed by a sudden return of output accompanied by an increase in bleeding that was greater than expected. Hemostasis was achieved through the application of a clip. The procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information that was inadvertently omitted from the initial report. Updated information: b5 and d10. The concomitant device list has been updated to include the foot switch, as it was involved in the activation attempt at the time of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the therapeutic polypectomy procedure, the physician pressed the foot switch on the generator, but there was no activation. The device subsequently produced output.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8 - was device serviced by third party?, d9 - date returned to mfg, and h3 - device evaluated by mfg? A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the malfunction was not confirmed during evaluation, the definite root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.